Manufacturer narrative:
Per tandem's user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 396-397 mg/dl. High bg cause was not known. Reportedly, at the time of the event, the customer was using aspart insulin which is off label to use with the tandem pump/supplies. Customer delivered multiple correction boluses via the pump and performed a supply change to address bg. Customer went to the emergency room (ER) and was subsequently hospitalized. Customer was disconnected from the pump and was treated with manual injections. Customer was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the customer reverted to alternate insulin therapy.